Event description:
The user facility reported that during an unspecified procedure, the jaw broke off in the pt. The broken piece was retrieved from the pt, and there was no pt injury reported. The procedure was completed using a new instrument (model unk).

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain more detailed info regarding this report, but with no result. The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined. This report will be updated once the device is returned for eval, and if add'l info becomes available at a later time. This report is being submitted as a medical device report in an excess of caution.